Event description:
It was reported that during a routine follow-up the ICD was found to be in hardware reset with no therapies available. Patient to be monitored and ICD to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.